Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a l3-l5 posterior spine fusion with depuy expedium 5.5 rod system in (B)(6) 2015. There are no issues with this hardware. At an unknown point in time, the patient developed stenosis and adjacent level disc disease below the level of the fusion at l5-s1. Dr. (B)(6) performed the revision on (B)(6) 2016. Dr. (B)(6) removed the expedium hardware from the 2015 procedure and replaced all the hardware with new expedium 5.5mm rod hardware. He also placed new screws at s1 and the ilium. While implanting the new screw on the right l5 with a dss expedium nav driver (2797-34-000n), the tip of the driver broke off while seating the screw (1797-12-860). The screw was seated properly so dr. (B)(6) decided to remove the driver tip from the screw. He used a midas metal cutting burr and cut out a portion of the driver tip from the screw head. He then used small instruments to remove the remaining part of the driver tip. All fragments were removed, and he used caution with sponges around the screw to capture any fragments that were generated from the metal cutting burr. Dr. (B)(6) placed the new rods, connected them, and successfully completed the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR?: corrected data. Evaluation codes: additional information. Visual examination of the returned device revealed the tip was broken off. Device was sent for fracture analysis which suggests that the driver underwent a quasi-static overload. No material defects or other abnormalities were observed in this analysis. A hardness test was also performed. Device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the poly driver¿s distal tip breaking cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.